Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 60% stenosed lesion in the atrioventricular fistula. A 6x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated once to 8 atmospheres (atm) and a second time to 18 atmospheres (atm) when the balloon ruptured. There was no adverse patient effect and no clinically significant delay in the procedure. An unspecified device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.